Event description:
The hospital reported that during an ablation procedure, the end connector from the flex guide fell inside the patient. The connector was retrieved through one of the existing ports. The case was completed without any further issues, no further patient effect has been reported.

Manufacturer narrative:
Investigation details: it was observed that the black plastic ball end connector and cap had broken away from the anchor section in the blue tubing. The complaint is confirmed.